Event description:
It was reported that during a gastric bypass procedure, the first five firings worked perfectly. But the sixth firing to the clear tissue did not succeed. The jaws closed to the tissue. They succeeded to open the jaws. The staple line was incorrect. They took the new like device and reload, and had the same issue. The same place and the same final result. They changed the new cartridge to the device and changed the cutting line. The device worked without any problems. They changed the new cartridge to the device and changed the cutting line. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device deliver any staples? No. Did the device cut? No. Were the device jaws difficult to open? No. Was buttressing material utilized? If so, which product? No. What type of tissue was being fired on (jejunum, stomach, etc.)? Jejunum. The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/3 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.